Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: upon inserting sheath into the patient and removing dilator, there was difficulty inserting filter and filter delivery system through the introducer sheath. They were able to complete the procedure, but the valve was very tight. No other procedural difficulties and the patient outcome was good. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. The product was not returned and based on the provided information it is unknown what caused the difficulty inserting the femoral introducer through the introducer sheath. However, during manufacturing if the femoral introducer cannot be advanced through the introducer sheath it would be destroyed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 23mar2021: femoral introducer attempted to be advanced through the valve.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon inserting sheath into the patient and removing dilator, there was difficulty inserting filter and filter delivery system through the hemostatic valve. They were able to complete the procedure but the valve was very tight. No other procedural difficulties and the patient outcome was good. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.